Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that an infection occurred. The patient became bacteremic and septic at time since the initial infection occurred. The source of the infection was unknown. The implantable cardioverter defibrillator (ICD) system was explanted, cultures were taken and antibiotics were given. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.